Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Reportedly, the device failed to cross the lesion site; additional vessel preparation was performed. It is most likely that the patients anatomical features likely contributed to the reported event. During another attempt to cross the lesion, the physician attempted to push the device, the proximal end of the shaft broke. It is most likely that the use of unintentional excessive force, likely resulted in the shaft break.

Event description:
It was reported that a shaft break occurred. The stenosed target lesion was located in the tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that when the physician attempted to push the proximal end of the shaft, it broke. The procedure was completed with an alternative device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6).

Event description:
It was reported that a shaft break occurred. The stenosed target lesion was located in the tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that when the physician attempted to push the proximal end of the shaft, it broke. The procedure was completed with an alternative device. There were no patient complications.